Manufacturer narrative:
This product is used for therapeutic purposes. Concomitant product: patient interface #8252800, sn#(B)(4), lot#54403000, MFR date 02/11/2008. (B)(4). Received nim 2.0 mainframe and interface for evaluation by the qe and product specialist in service <(>&<)> repair. The condition of the devices showed no significant physical damage. The spare fuse for the patient interface had been marked with what appeared to be a black permanent marker. Equipment used: test incrementing probes and patient simulator (provided by s<(>&<)>r). Observations: a shake test was performed on the mainframe; no loose parts were noted. The mainframe was powered on; boot-up sequence was completed. Interface, probe, and simulator were connected; interface was plugged into mainframe. A monitoring mode was selected using all four channels. Each channel was stimulated in turn using stim 1 and stim 2; no responses or measured current were seen on any channels with either stim circuit. The electrodes were tapped by hand, and artifacts were detected on the channels. The interface¿s fuses were checked and visually appeared to be intact. The probe was replaced, and the evaluation was repeated with the same results. The primary root cause is not evident but is likely the result of anticipated use characteristics. The mainframe cpu board was bad and due to the older model version, the cpu board could not be replaced; the mainframe was deemed irreparable. The interface was repaired and returned to the customer.

Event description:
It was reported that the nim system was returned for evaluation and repair with a complaint of ¿not stimulating¿. There was no report of patient impact or injury.